Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter would advance through the balloon catheter. The mapping catheter was removed to be replaced and a kink was noted on the mapping catheter. The mapping catheter and balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.